Manufacturer narrative:
The investigation was performed based on the given information, including an electronic log file of the device in question. Despite repeated reminders. A more specific description of the complained issue and a clarification regarding the date of occurrence has not been provided. Based on the available information the reported issue could not be reconstructed. The electronic log file did not indicate a device failure neither related to a ventilator failure, nor in context with the additionally ¿knocking noise¿. It is seen likely that this ¿knocking¿ may have been emitted by normal switching operations of a device internal actuator (e.g. Closing of a valve).

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the ventilator stopped and the machine made a knocking noise. There was no patient injury reported.